Manufacturer narrative:
The customer did not return the test strips.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested on coaguchek xs meter serial number (B)(4) compared to the stago neoplastin laboratory method. The result from the meter was > 8.0 inr at 9:46 a.m. The patient was sent for testing at the laboratory at 4:00 p.m. Where the result was 1.49 inr. No medical treatment was required. The patient was advised to withhold her warfarin dose. The patient's therapeutic range is 2 - 3 inr. There was no allegation that an adverse event occurred. The patient is not anemic, does not have antiphospholipid antibodies and is not on heparin or other direct thrombin inhibitors. The patient has had no diet changes. The meter and test strips were requested for investigation. The meter was returned; the test strips were not returned. Master lot test strips were measured with the returned meter with liquid qc of a high level: qc 1: 3.3 inr, qc 2: 3.3 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.8 - 4.2 inr). All measurements were without error messages routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.